Event description:
Customer reported the system is displaying "filament regulator" errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module, filament driver board, batteries and a circuit breaker. System operates as intended.